Event description:
The device was returend for service reporting the device turned on by itself. Information is not known whether or not the device was in use at the time the reported situation occurred. No patient injury has been reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.